Event description:
During left heart catheterization dr. Decided to obtain pressure measurements to the lad. After prepping of the device, it was then directed into the artery, and live images were seen after normalization and flushing. Dr felt the pressures were incorrect and directed the nurse to get another verrata wire. A new wire was obtained and seemed to be better for the doctor.